Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. No contact information is available, as the patient wished to remain anonymous and no physician or hospital information was provided. Mhra adverse incident report reference no (B)(4) submitted to mhra (medicines and healthcare products regulatory agency) by the patient. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system was implanted on an unknown date. According to the complainant, post procedure, the patient experienced nerve damage, burning pain and degradation of the mesh inside the body causing twisting of spine and torso, hair loss and joint pains. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.